Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2020-01664. It was reported that when the patient presented via remote transmission, noise was noted on the right atrial(ra) and right ventricular(rv) lead. No intervention was performed. The patient was stable. Further information was requested but not yet available.